Event description:
It was further reported that the lesion being treated was 80% stenotic and non-calcified. The patient was asymptomatic during this event. The physician used a 6f, 11cm introducer sheath for vascular access and a 6f, 11cm introducer sheath for vascular access and a 6f launcher guide catheter to cross the lesion. It is noted that the guidewire was manipulated through entry needle. The separated portion consisted of both polymer and corewire. It is also noted that the diagnosis branch lesion was dilated via a side hole of liberte 3.0x20mm stent. Current patient status is reported as "good".

Event description:
It was reporting that during a ptca / stenting treatment procedure, the pt2 light support guidewire fractured resulting in the distal tip being retained in the pt's body. The lesion being treated was located in a tortuous, distal diagonal branch of the left anterior descending coronary artery. Following intervention, during withdrawal of guidewire, it was noted that the distal portion of the guidewire, it was noted that the distal portion of the guide wire was left in the treated vessel. Attempts to retrieve the retained portion of the guidewire were unsuccessful. The clinical outcome was reported as 'good' and the pt status was also 'good'.